Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, stent damage occurred. The target lesion was located in the saphenous vein graft (svg) to the circumflex artery. A non bsc guide wire was used with a non bsc embolic protection device. A non bsc aspiration catheter was used to capture a heavy thrombosis. After the thrombosis was removed, a 5.0x24mm veriflex stent passed down the non bsc embolic protection device and was successfully deployed. A 5.0x28mm veriflex stent was successfully deployed proximal and overlapping the previously deployed 5.0x24mm veriflex stent. A 5.0x12mm veriflex stent failed to cross the lesion located in the proximal segment in the svg. A 3.0 x12mm emerge balloon catheter attempted to predilate the proximal segment in the svg and failed to cross the previously placed stents. Stent damage was noted to the 5.0x28mm veriflex stent that was placed proximally overlapping the previously deployed 5.0x24mm veriflex stent. Several unsuccessful attempts were made with various manufacture's balloon catheter's to dilate the stent damage. The physician removed the embolic protection device with the basket closed through both placed veriflex stents and out of the non bsc catheter. A new non bsc guide wire was re-inserted through the same 3.0x12mm emerge balloon catheter and successfully crossed the damaged veriflex stent. The balloon successfully dilated the damaged 5.0x28mm veriflex stent. The same 5.0x12mm veriflex stent was successfully deployed into the proximal edge overlapping the deformed section of the 5.0x28mm veriflex stent. The procedure was completed with a different device. No further patient complications were reported and the patient's status is stable with a timi flow of 3.

Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).